Event description:
A (B)(4) distributor contacted zoll customer support to report that electrode belt sn (B)(4) had a damaged electrode belt cable.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation, the trunk cable was cut and wires were exposed. The root cause for the damaged trunk cable could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable.